Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, sensing issue on the discrimination channel causing inappropriate shock on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. There were no patient consequences.